Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported on 01-jul-10 by a dermatologist and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - (B)(4). This case involves a (B)(6) female patient who received poly-l-lactic acid therapy (dosage, indication nos) on (B)(6) 2009 and (B)(6) 2010 according to protocol for this procedure. Recently (date not given) nodules did outbreak, one more important in the nasogenien groove and some others much smaller around. Event outcome is ongoing. Relevant medical history and concomitant medications were not reported.